Event description:
Pt treated in hospital for hyperglycemia. Rptr indicates that they were developing low grade fever with nausea and vomiting. Discovered to have active bladder infection, treated with IV antibiotics user error likely caused event.